Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was reported as due to the patient not receiving prophylactic antibiotics prior to having dental work done. No further detail was provided). The patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (dosage, frequency, and route not reported) and on an unreported date the treatment was switched to ceftazidime, 1 gram, intraperitoneally, for three weeks. No further information was provided regarding the outcome for the peritonitis event. At the time of this report dianeal therapies were ongoing. No additional information is available.